Event description:
As reported, in 2004, this pt was implanted with gore excluder aaa endoprostheses for an infrarenal abdominal aneurysm. In 2007 aneurysm enlargement was reported. On five months later, the pt underwent a reintervention in which gore excluder aaa endoprostheses were implanted due to aneurysm enlargement to reline the previous implanted devices. Pt is reported to be in stable condition.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Endotension. Also implanted in the pt (pcc141400/lot#023313002). Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.